Manufacturer narrative:
This supplemental was created to correct the following information: d. Suspect medical device, h. Device manufacturers only.

Event description:
It was reported that remote monitoring reveal a lead break. Subsequently patient went into the hospital and lead break was confirmed by resistance value, noise and high pacing thresholds. Lead settings were changed. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that remote monitoring reveal a lead break. Subsequently patient went into the hospital and lead break was confirmed by resistance value, noise and high pacing thresholds. Lead settings were changed. Device remains in service. No adverse patient effects were reported.